Event description:
A (B)(6) male pt reported that one of his battery packs was not working properly. The pt reported that it had been charging all night and then the charger displayed a red flashing battery fault light. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery charging fault was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.